Event description:
(B)(4). Heavy bleeding pain headache fainting spells swelling of legs cramping in legs cramping in lower tummy. Loss of hair loss weight gained weight trimming seizures breakouts on face ect.